Event description:
It was reported that the gears are damaged and need to be replaced on the zimmer skin graft mesher. The device provided an incomplete mesh. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/25/2010 and was last repaired on (B)(4) 2013 for damaged gears. Previous repair included replacement of the roller and roller gear, comb, side plates, ratchet gear and bushings. Customer is a cadaver tissue bank which experiences heavy usage of devices. Prior to repair, a test mesh passed, but the device was outside calibration specifications on the left and right side. Repair of the device included replacement of the gear, side plates, hinges and comb. Customer returned two cutter evaluation demonstrated that both cutters produced an unacceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.